Event description:
It was reported that there was high impedance on the superior vena cava (svc) coil of the right ventricular (rv) lead. The lead has a possible fracture. The svc coil was turned off. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 4296 lead, 2011. (B)(4).